Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving the access 2 immunoassay system utilized in conjunction with access accutni assay. Subsequent analyses of the patients' samples, on the same instrument, recovered lower results within the normal reference range. The elevated results were not released out of the laboratory. The customer also obtained no value and ind (indeterminate) flagged results for two additional patients and low level troponin I quality control (qc). There was no patient impact associated with this event. Patient samples are collected in becton dickinson (bd) vacutainer serum separation tubes (sst) (3.5 and 6.0 ml) and plastic separation tubes (pst) (3.0 and 6.0 ml). Patient samples are centrifuged at 3,500 rpm (rotations per minute) for five minutes. Sst tubes samples are set for ten minutes at room temperature prior to centrifugation. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed air throughout the fluidics module and pumps. The fse noted the wash supply line to the fluidics block was split at the fitting allowing air to enter. The fse repaired the supply line and resolved the issue. System check and quality control performed passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications.